Manufacturer narrative:
No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. The event of capsular contracture (grade iii) is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture (grade iii) and rupture.

Event description:
Patient reported left side "suspected rupture", capsular contracture (grade iii), fever, pain, lump, and urticaria. The device remains implanted. The events of fever and urticaria are unrelated to the device.